Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer discard test strips. Meter is working as intended. Send customer test strip replacement. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the meter is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer discard the test strips mention on the complaint. Customer satisfied

Event description:
Consumer reported complaint for d-1 and hi display blood glucose results. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date was one week ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly); (B)(6). Customer states he is not concerned and feels meter is reading correctly. Customer states his a1c is 11 (269mg/dl) and he feels the meter was reading correctly. Customer states he was misbehaving a few times and tested right after a meal a few times. Customer realizes he is storing test strips incorrectly and will open a new vial of strips and remove unopened vials into bedroom. Customer is refusing a replacement and wants a vial of strips and control solution to test his meter.